Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient experienced respiratory issues. After the ion procedure, the patient informed the physician that she had been experiencing chest pain for 3 weeks prior to the procedure but did not inform anyone because she did not want to delay the biopsy procedure. It was initially thought that the patient had an st elevation myocardial infarction (stemi); however, an angiogram revealed the patient's vessels were "clean." The patient was briefly admitted to the ICU for 1.5 days and was on high flow oxygen. Per the physician, from an oxygenation/respiratory standpoint, the patient never recovered enough to go home and was transferred to the stepdown unit. The patient did not want aggressive medical treatment, electively chose comfort care, and expired on an unspecified date. The physician did not think the events were related to the ion procedure but were secondarily related to respiratory failure. There were no issues or malfunction of an ion system, instrument, or accessory reported.

Manufacturer narrative:
A system log review was not performed because the specific date of the procedure was not provided. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient underwent an uneventful ion biopsy and developed respiratory failure post-procedure. The patient had been experiencing chest pain for 3 weeks prior to the biopsy but did not inform the care team. Angiogram revealed no obstructive coronary artery disease. The patient required high flow oxygen and was admitted to the ICU for 1.5 days then transferred to the stepdown unit. The patient was transitioned to comfort care per their request and died on an unknown date. Based on the available data the death may have been procedure related but there is no compelling evidence it was related to the ion system, instruments or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section b3 event date: estimated as 11/01/2022. Per the physician, the event occurred some time in november 2022.